Event description:
I have received a couple of complaints about the arrow chest tubes kinking and not draining. When I looked up the product, I see it is from medline it is # arwak01500. We are wondering if anything has changed in the manufacturing process as we have not had this problem previously. Also, this problem occurred at two different hospitals in our system, so I don¿t think it is the individual placing it. I have heard of a total of three incidents.